Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery and weak battery alerts for one month leading up to the call. Customer also reported that the insulin pump had recurring low battery alerts and then turned off. Blood glucose level at the time of the incident was not provided. During troubleshooting the customer received a failed battery test and noted that the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.